Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
The sales representative who was in the case reported that when the surgeon attempted to insert the im plug it allegedly broke. The surgeon is an experienced user of these devices and the representative reported that he was using the correct technique in relation to the insertion of the plug. The customer was able to retrieve some of the broken fragments, but some have remained in the femur and also some of the im plug material was still attached to the introducer. There were no delays to surgery as a result of the reported event.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The sales representative who was in the case reported that when the surgeon attempted to insert the im plug it allegedly broke. The surgeon is an experienced user of these devices and the representative reported that he was using the correct technique in relation to the insertion of the plug. The customer was able to retrieve some of the broken fragments, but some have remained in the femur and also some of the im plug material was still attached to the introducer.there were no delays to surgery as a result of the reported event.